Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 8.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. (B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death on death certificate notes congestive heart failure, rheumatoid arthritis, hypertensive heart disease and interstitial lung disease. The manner of death was natural.